Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod4 coils. During the procedure, while attempting to advance a pod4 coil through a lantern delivery microcatheter (lantern), the scrub technologist experienced resistance and inadvertently kinked the pod4 coil pusher assembly. Consequently, the pod4 coil unintentionally detached inside the lantern. The physician took a 60cc syringe and pulled negative pressure back, then removed the lantern and flushed the coil out of the lantern onto the scrub table. The lantern was re-inserted into the patient¿s body and a new pod4 coil was successfully deployed and detached into the target vessel. The procedure was then completed using several pod packing coils, ruby coils and the same lantern. There was no report of an adverse effect to the patient.